Event description:
It was reported that the user experienced elevated blood glucose readings between 160 and 210 mg/dl after announcing a larger-than-usual breakfast but only consuming coffee with cream and sugar, with additional hyperglycemia noted after an infusion set change, a snack of chips, and an alcoholic beverage with eggnog the prior evening; the user utilizes a 23-inch, 6 mm infusion set, confirmed secure connections, removed the site to assess for a bent cannula (none observed), and replaced the infusion site, after which glucose trended from 210 to 197 mg/dl but remained near 200 mg/dl. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no ketone testing, no back-up therapy, and no medical intervention or assistance required. Investigation included customer service troubleshooting, guidance to assess infusion set integrity, site replacement, and follow-up attempts. Investigation of this case revealed no device malfunction, no cannula bending, and a temporal association with meal announcement inconsistency, high-carbohydrate snack, alcohol intake, and infusion site change as likely contributors to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including carbohydrate intake, alcohol consumption, and infusion site transition, with device function not implicated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.